Event description:
Device issue: difficult to insert, failure to deploy thumb advancer. Time of issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during device insertion, resistance was felt and thumb advancer deployment could not be completed. The safety release slider was activated, which retracted the locator wings releasing the device from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): the device was received. Investigation is not complete.